Event description:
At the first routine check after changing the lead polarity to unipolar oversensing remained. Oversensing was observed once during tests of pocket manipulation and rotating of the patient's arm. No noise was induced while the patient was pressing their hands in front of the chest. Given the additional information, the lead was considered highly likely to be fractured. The lead remains in use and will be monitored and checked every three months.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: icf09b52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise in bipolar. The device was reprogrammed to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.